Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2021, a gore® acuseal vascular graft was implanted in the left forearm as a loop shunt for arteriovenous access for hemodialysis. On (B)(6) 2022, duplex ultrasound imaging was performed, and the radiologist confirmed delamination of the graft. Reportedly it was planned to create a fistula on the other arm but the patient died due to cancer before the reintervention.

Manufacturer narrative:
B3 - updated description based on additional information received. Cause investigation and conclusion a review of the manufacturing records indicated the lots met all pre-release specifications. The device remains implanted in the patient. Therefore a device evaluation could not be performed. Ultrasound images have been requested but, as reported to gore, the requested images are not available. Therefore, an imaging evaluation could not be performed. The case description could not be confirmed as no device segments or images were provided for evaluation. Based on the event description and the subsequent investigation we are unable to determine the cause of this incident and assign a root cause.

Event description:
The patient presented with cancer, diabetes mellitus type 2, morbide obesitas, hypertension, peripheral venous disease, and renal disease, and a preexisting infection in the left forearm. Also, cancer (kahler´s disease) was reported. On (B)(6) 2021, a gore® acuseal vascular graft was implanted in the left forearm as a loop shunt for arteriovenous access for hemodialysis. On (B)(6) 2022, the graft occluded, and duplex ultrasound imaging was performed. The radiologist confirmed delamination of the graft. Reportedly it was planned to create a fistula on the other arm, but the patient died due to cancer before the reintervention.

Manufacturer narrative:
Section b3 - correction of typo within the event date (02-feb-2022 update with 04-feb-2022).

Manufacturer narrative:
H6: codes b14 and c19: a review of the manufacturing records indicated the lots met all pre-release specifications.